Event description:
It was reported that the physician tried to turn out the helix during testing of the lead before implanting it in the patient. The first 2 attempts failed, even after the physician turned more than 20 times. On the third try, the physician turned the rotation tool slowly and attached the rotation tool to a different position on the ring. After more than 18 turns, the helix popped out suddenly. The lead was not implanted and was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies found; full lead returned and analyzed. The helix extends and retracts smoothly within the product specification.